Event description:
It was reported that the pt experienced an overdose with respiratory depression. The date of the last refill was (B) (6) 2010. The pump system was used to deliver dilaudid. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).